Event description:
The initial implantation was performed on (B)(6) 2012. A two level acdf was performed at that time using an anterior cervical plate with tissue shields (2045t) with six (6) 4.0 x 16.0mm blue screws. In (B)(6) 2012, the patient complained of dysphasia. X-rays and MRI were taken and there were no indication of loose screws or hardware failure. Dr. (B)(6) performed a second surgery on (B)(6) 2013 to remove the plate and screws. Upon removal, he stated that one wing of the middle tissue shield was broken. The plate and broken tissue shield wing were removed from the patient with no issues noted.